Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The reported problem 'unit was received for the schedule pm. But the unit showed a system error 345 on display when tested with a primed set' was confirmed during the event history log (ehl) review but not reproduced during evaluation. The cause was identified to be damaged thermistor and the upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.